Event description:
It was reported that on (B)(6) 2021, during an unknown procedure the confidence cement kit mixing bowl malfunctioned while mixing cement. The inner plate attached to the wipers remained in the mixing bowl after mixing and was difficult to remove. The surgical tech used a needle driver to pull it out. The cement consistency seemed much thicker than usual. I believe the mixer did not perform properly. Standard mixing procedures were followed. Surgeon asked for another cement kit to be opened. There was a surgical delay of ten (10) minutes. There was no patient consequences. The procedure was successfully completed. Second kit was used instead. This report is for one (1) unk - biomaterial - cement: confidence. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown biomaterial - cement: confidence/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.